Event description:
Same as MFR report # 6000089-2007-01587. It was reported that during a vena cava stenting procedure, a stent migration occurred. The procedure was being performed to dilate an area of the non-tortuous superior vena cava narrowed by the presence of a tumor located on the right side of the vein. Another MFR's 5mm balloon catheter was advanced for pre-dilatation of the lesion. The wallstent 16mm x 60mm stent delivery system was advanced without resistance and successfully crossed the lesion. The stent was deployed and an unspecified 10mm balloon was advanced for post-dilatation of the stent. Following post-dilatation, the stent migrated so that only the proximal portion of the stent remained in the lesion. In an attempt to secure the stent by trapping the stent with a second stent, the physician advanced a wallstent 24mm x 45 mm stent delivery system, however, the stent was unable to deploy. The stent remained on the stent delivery device and the physician was able to successfully remove the device from the pt. The physician then advanced a wallstent 24mm x 70mm stent delivery system and successfully deployed the stent to trap the migrating stent. The physician did not post-dilate the stent. The procedure was completed and the pt's status was reported as "ok". One most post-procedure, the pt underwent a chest x-ray. From the radiographic images, it was reported that the wallstent 16mm x 60mm and the wallstent 24mm x 70mm placed in the previous procedure had migrated "into the heart valve". The physician decided against intervention to remove the stents at the time as the pt was not experiencing complications.

Manufacturer narrative:
The complainant indicated that the stent remains inside the pt and the stent delivery device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported event could not be determined.